Event description:
Technician is sure she activated egm to be printed after saving. In the report no egm diagnostics available. Please examine technical analyses what may have happened exactly.

Manufacturer narrative:
The conclusions are as follows: two conditions are required in order for egm to be printed: select the "egm" box on the report page 2. Select the "to be printed" box on each episode desired: in this case, there is no information to verify whether both boxes were checked. The printed pdf should be checked to answer to this question. Based on the available information, a likely hypothesis would be that the episode was not selected. For more details, please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Technician is sure she activated egm to be printed after saving. In the report no egm diagnostics available. Please examine technical analyses what may have happened exactly.